Manufacturer narrative:
Ge healthcare's investigation is completed. A gehc local field team was dispatched to the customer site to obtain scan specific info and to investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). The system is designed to comply with iec (B)(4), including the requirements intended to minimize the likelihood of pt warming. The ge healthcare mr safety guide 2381696-100, rev 11, states: "rf heating can be caused by: formation of loops with rf receive cables and ECG leads." At the completion of this system checkout and calibration it is concluded the system is performing to spec.

Event description:
It was reported that an anesthetized pt sustained a burn after a lumbar spine exam. According to uf report # (B)(4) the pt had a second degree burn in the shape of the EKG wire on her chest and stomach. The pt was being scanned with the hns ctl coil. The pt was positioned head first and supine, and the pt's arms positioned at her side. The size of the blister was between 5" and 7" long. The pt was taken to the emergency room and was referred to a plastic surgeon. No further details regarding medical treatment were provided. The pt was being monitored with a veris medrad monitor, and the pt had EKG leads in the spot where the burn occurred. The EKG leads were model 8600 veris from medrad. The pt was not padded away from the bore and to prevent skin to skin contact. The site used blankets instead of ge recommended pads. Ge field engineering was notified and performed several tests on the system which indicated that the mr system was within specs. There was no evidence or allegation of a system malfunction. The pulse sequences used were 3 pl loc, sagt1 pse, sag pdfrpse, sagt2 frpse, sag stir, axt2frfse, axt1pse, sagt1 fse fspg, sagt1 frfse fspg, and axt1fse fspg. The pt was scanned for ten series. The duration for the series was as follows: 3pl loc = 3:35; sagt1 pse = 3:25; sag pdfrpse = 2.32, sagt2 frpse = 2:32, sag stir = 2:32, axt2frfse = 4:48, axt1pse = 4:37, sagt1 fse fspg = 3:25, sagt1 frfse fspg = 3:25, and axt1fse fspg = 5:24.